Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Associated mr#: (1221934-2018-54205).

Event description:
It was reported that the anchor was back out when the surgeon applied tension to the suture during arthroscopic rotator cuff repair surgery on (B)(6) 2018. The surgeon recognized there was a crack at the tip of the anchor. Thus, the surgeon tried to use alternative anchor (same p/n and lot number), but it was also back out. Then, the surgeon opened the another hole at different position (aw), the surgeon successfully implanted the anchor using 3rd anchor (same p/n and lot number). It was brand new and the first use when the issue occurred. There was no surgical delay and no harm to the patient.

Manufacturer narrative:
Product complaint # (B)(4). Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. This complaint cannot be confirmed. A non-conformance search was performed for this product code/lot number combination and no non-conformances were identified. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. If any additional information is obtained, this complaint will be re-opened to capture that information. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). Associated mr#: (1221934-2018-54205).